Event description:
It was reported that the cartridge was leaking from the cartridge pigtail. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a manual injection. Customer loaded a new cartridge to address the issue.